Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on approximately (B)(6) 2018. The patient¿s mother stated that when the sensor was removed, there was a big bump directly underneath where the sensor had been inserted. On (B)(6) 2018, the patient¿s mother asked their endocrinologist about the reaction during a regular appointment. The endocrinologist did not prescribe any medication or provide specific treatment advice for the bump, however they discussed insertion strategies to avoid future issues. At the time of contact, it was indicated that the patient had recovered with no issues, was stable, and had no long-term concerns. No additional event or patient information is available.